Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdr's were submitted to represent the bard/davol ventralight st mesh (device #2) and bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralight st on (B)(6)2013 and/or (B)(6)2014 and/or (B)(6)2014. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralight st on (B)(6) 2013 and/or (B)(6) 2014 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol perfix plug on (B)(6) 2013 and ventralight st on (B)(6) 2014 and (B)(6) 2014. As reported, the plaintiff is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. The attorney alleged that the patient passed away on (B)(6) 2022 and had "injuries, losses suffered prior to death as a result of defendants¿ wrongful conduct". It is also alleged that the plaintiff experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdr's were submitted to represent the bard/davol ventralight st mesh (device #2) and bard/davol perfix plug (device #3). Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2023-091710). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol perfix plug (device #1). Additional supplemental emdrs were submitted to represent the bard/davol ventralight st mesh (device #2). And bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralight st on (B)(6) 2013 and/or (B)(6) 2014 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of perfix plug (device 1). Per operative notes, ¿recurrent hernia was identified at the superior aspect of old repair. A medium sized perfix plug (device 1) was anchored to the fascia superiorly and into the old synthetic mesh inferiorly using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventralight st (device 2). Per operative notes, ¿the old mesh (device 1) had pulled away from the fascia was somewhat contracted, therefore the old mesh was excised. A piece of ventralight st mesh (device 2) was placed to fill the defect using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with cellulitis, complex abdominal wound secondary to wound dehiscence thereby underwent excisional debridement of wound. (B)(6) 2014 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of mesh (device 2) and implant of ventralight st mesh (device 3). Per operative notes, ¿the old mesh (device 2) was excised. The hernia defect were noted and a piece of ventralight st mesh (device 3) was anchored to lateral edge of fascia using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿the previous mesh (device 3) was intact. A synthetic mesh was placed to fix the defect using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum #1: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2023-091710). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum#2: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the medical record review, post implant of perfix plug (device #1), patient had hernia recurrence, mesh migration, mesh deformation thereby underwent laparoscopic repair with the removal of mesh (device #1). Per previous legal claim, it was mentioned that patient passed away on (B)(6) 2022. No information regarding patient¿s death in the medical records provided to date and no autopsy report, or death certificate have been provided. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d1, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event). This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #2, #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.